Event description:
It was reported that during an infusion set change the inset separated from the adhesive disc while the user peeled the backing, the cannula pin appeared slightly bent, and the user attempted manual insertion before being advised that the set requires the spring-loaded inserter for proper placement; after guided troubleshooting and education, a new site was placed and insulin delivery resumed, and the involved component was the packaging and infusion set. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence a user error involving an infusion set deployment issue, with successful resolution after correct use was reinforced. It was concluded, based on previously established findings for similar reports, that the cause was use error.